Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards implant patient registry received information a 33mm 7300tfx mitral valve was explanted after four (4) years, nine (9) months, due to unknown reasons. The explanted device was replaced with a 33mm 7300tfx mitral valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
Edwards received information a 33mm 7300tfx mitral valve was explanted after four (4) years, nine (9) months, due to heavy calcification and pannus on the leaflets, and thrombus. The explanted device was replaced with a 33mm 7300tfx mitral valve. Per medical record, the patient has a very active lifestyle and began noticing exercise intolerance in the last year. He lives part of the year at an elevation of 8600 feet. Echo showed severe mitral stenosis, thicken leaflets with some restriction, and large atrial mass. Two months later, the patient underwent a redo mvr and removal of a left atrial thrombus. Intraoperatively the valve was removed, as known from the previous operation there was extremely severe mitral annular calcification. The explanted valve had heavy calcification on all leaflets and on the ventricular side heavy pannus formation on all leaflets. Another 33mm valve was implanted in replacement and tee showed the new valve seated nicely with no pvl, mr, or rocking of the annulus. At the end of the procedure the patient had normal bioprosthetic valve function and good hemostasis after blood products and procoagulants. On pod #14, the patient was prescribed coumadin and discharged home in stable condition. Hospital pathology report: bioprosthetic mitral valve - fragments of thrombus.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including extremely severe native mitral annular calcification.